Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken hanger. It was also indicated that the output connectors were broken. It was also indicated that six plugs were damaged and the display wires were pinched. The epg was repaired and returned to service. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken hanger. The epg was returned for service and testing and calibration. No patient complications have been reported as a result of this event.